Event description:
It was reported by service report that the bed was stuck in reverse trend and head end lift was stuck in high height. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: main pc board.